Manufacturer narrative:
Investigation summary/conclusion: based on the available information, and in the absence of product return, the root cause of the reported event cannot be established. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported event cannot be confirmed. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. At follow-up in (B)(6) 2025, the battery longevity was 2.5 years and currently the device had reached end-of-life. A request was made to have data from this device analyzed and data analysis noted that on (B)(6) 2025, code 1003 was declared indicating voltage too low for projected remaining capacity. A previous voltage alert also occurred on (B)(6) 2024. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. At follow-up in (B)(6) 2025, the battery longevity was 2.5 years and currently the device had reached end-of-life. A request was made to have data from this device analyzed and data analysis noted that on (B)(6) 2025, code 1003 was declared indicating voltage too low for projected remaining capacity. A previous voltage alert also occurred on (B)(6) 2024. Device replacement was recommended. No adverse patient effects were reported.